Event description:
Pt had implant artificial splinder device that was implanted 3 years ago at another facility. Pt noticed leaking on the device and came for replacement due to puncture hole in the device. FDA safety report ID# (B)(4).